Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on 04/13/2026, the patient experienced a hyperglycemic event, and experienced thirst and a headache. The patient went to the hospital by themselves, and when a fingerstick was taken the cgm reading was 50 mg/dl, and the blood glucose reading was 580 mg/dl. The patient was treated with intravenous fluids, saline and discharged after a few hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.